Event description:
A surgeon reported that a study patient presented with raised iop (intraocular pressure) following bilateral intraocular lens (iol) implant surgery. The patient was treated with medication. The patient was hospitalized about six months after the iol surgery due to a bladder infection that was unrelated to the study device or study procedure. Additional information was provided by the surgeon who reported the event persisted and progressed to primary open angle glaucoma (poag). The patient continues to be treated with medication. The surgeon also indicated that the event is not related to the study device or the test procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).